Manufacturer narrative:
The report of ineffective stimulation was not able to be confirmed. The lead was returned incomplete. Only the terminal end segment was returned; one of the internal wires was broken and the outer tubing had tooling damage all as a result of the explant procedure.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01343, 1627487-2020-03151. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted.